Manufacturer narrative:
The company representative was unable to verify the reported problem. He tested the iabp on ac and battery power, and it functioned normally. He also checked the power supply voltages and verified that the charging circuit was operational. The front cover of the iabp was removed and a significant amount of dust was observed; it was cleaned and conclusively determine the cause of the reported shutdown, dust in the power supply can cause the iabp to overheat. In addition, the company representative advised the customer to replace the batteries as the biomedical department maintains the iabp.

Event description:
The customer reported that after the iabp was in use providing therapy to a pt for approximately six hours, the iabp shut down. The pt was switched to another iabp and therapy was continued. No pt injury was reported.